Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the synchroseal instrument gives an alert tone indicating that the sealing cycle has failed. The device is not being used through any metallic structures; it is applied exclusively to standard soft tissue. After a few more uses, it stops working completely. It makes the sealing sound, but no thermal effect or smoke is generated. The device also fails to provide the ¿sealing completed¿ audio confirmation. The issue involved insufficient sealing, instrument worked fine for less than 1 hour in long lasting procedure. No independent cut -function with this instrument, and ¿cut¿ was not performed due insufficient sealing. Received the error "sealing not complete". At the time of the incident, during the sealing sequence, there was an audible continuous tone while the pedal was pressed. The cycle did not complete with the three fast audible tones. No tissue was cut that was not fully sealed. There was no bleeding overserved to the issue. There was no injury to the patient and the instrument is available for return.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument ran out of energy midway through the procedure. The user was completing the procedure as planned to use an unspecified backup instrument with no further issue reported. No fragment fell inside the patient. No known impact to the patient was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.